Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool tip fracture. There was no patient involved with this event.

Manufacturer narrative:
H3: evaluation determined that ball tip on tool is completely broken off from the stem of the rest of the tool. The likely cause of failure is the most likely reason for the tool fracture was applying a side load to the tool head while not running/rotating the tool at a low speed that could have produced the tip of tool to fracture. It was also noted that the ball tip on tool is completely broken off from the stem of the rest of the tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.